Manufacturer narrative:
D4 UDI : (B)(4). A product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any irritation occurred. The reported issue of reagent exposure is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.h6 : medical device problem code h3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2023. The consumer reported while inserting swab into the card, some of the solution splashed in her eye. The consumer flushed her eyes with copious amounts of water. The consumer confirmed that they had no reaction from the reagent. No additional patient information was provided.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2023. The consumer reported while inserting swab into the card, some of the solution splashed in her eye. The consumer flushed her eyes with copious amounts of water. The consumer confirmed that they had no reaction from the reagent. No additional patient information was provided.

Manufacturer narrative:
D4 UDI : (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded